Manufacturer narrative:
The company rep examined the sys and was unable to replicate the reported event. The company rep replaced the laser core module as a preventative measure. The sys was then tested and found to meet product specifications. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this sys. The root cause of the reported event could not be conclusively determined without a returned sample to eval. (B)(4).

Event description:
A customer reported that the laser stopped oscillating (firing) after a system message displayed indicating a temp rise had occurred. The system was rebooted but did not resolve the issue. The procedure was aborted and the area where the laser wasn't shot was treated with another laser. There was no pt harm reported.